Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent a bilateral mica to treat bilateral hallux valgus and 2nd and 3rd metatarsophalangeal joint release. It was reported that there was a stress fracture of 2nd metatarsal.